Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had developed an epidural hematoma. Consequently, the implant was removed. There have been no further reports of complications.